Manufacturer narrative:
Device has been received by spectranetics for investigation as of 10/16/07. Complaint investigation has been initiated for this event and the results of this investigation will be reported to user facility initial reporter.